Event description:
Info received indicates the pump did not alarm no food and pumped air all the way in to the pt.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.